Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent was bent. (This complaint will capture use error ¿ 0.025¿ wire guide used with the replacement device. ) for all complaints ask: 1. What is the reorder number of the wire guide used with this device? 0.025" visiglide, straight 2. If not with the device in question, how was the procedure finished? They finished the process using the new spsof-7-15.